Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error was noted during testing. However, device received with high sleep current due to corroded printed circuit board. Traces of corrosion were found at the motor and battery tube per visual inspection. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of critical pump error from the insulin pump. The customer's blood glucose reading was 226 mg/dl. The customer stated that the screen showed a red x and an error pointing to the right. The customer stated that the pump received "critical pump error" on the screen. The insulin pump was returned for analysis.